Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual evaluation revealed that both t1 and t2 anchors have been deployed from device. The depth gauge has not been moved from manufactured specifications. A functional evaluation revealed that the deployment knob had only been pressed once as it released back into the original position to deploy t1 instead of t2. The depth gauge functioned as intended. The slip knot wasn't tight and could tighten with no resistance. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. Internal complaint reference: case-2020-00032590-1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, after deploy of the fast fix t1 the t2 deploy prematurely. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.